Event description:
Report received of inadequate response time prior to power loss. The customer reported that during pt transport, the device alarmed "bad battery current." At that time, " the users were unable to get the device plugged in fast enough" and the device powered off by itself. No specific programming parameters were provided. There were no reported adverse pt effects.